Event description:
Follow-up information was received on 22-feb-2024: the patient was injected deep dermally with belotero balance lidocaine into the mucosa, for lip contouring. The patient had no history of complications after aesthetic injections in the past. The patient had no allergies or surgical interventions. Current medication was reported as none. The outcome of the event was confirmed as resolved, on (B)(6) 2024 (remained unchanged). In the opinion of the reporter, the event was of severe intensity and also related to the incorporated local anaesthetic. Follow-up information was received on 04-mar-2024: a needle was used for the treatment with belotero balance lidocaine. The patient was not hospitalized. The outcome of the event remained unchanged. In the opinion of the reporter, the event was not life threatening, not permanent and did not lead to a newly diagnosed chronic disease.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event anaphylactic reaction (pt: anaphylactic reaction), was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. The device history record for belotero balance lidocaine, lot number b00029060, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted related to this lot.

Event description:
This spontaneous report was received from an austrian physician and concerns a 29-year-old female patient. She was injected with a total of 0.2 ml of belotero balance lidocaine into the lip, on 24-jan-2024. Batch number was reported as b000290600123. A lot search in the global safety database was conducted. On 24-jan-2024, after the treatment with belotero balance lidocaine, the patient experienced severe swelling of the lip. She had an anaphylactic reaction, almost in a state of shock. Immediate corrective treatment with adrenaline was performed. The patient recovered from anaphylactic reaction and was able to go home later that day. Due to the provided information, the outcome of the event was considered as resolved on 24-jan-2024 (reported as unknown). In the opinion of the reporter, the event was related to belotero balance lidocaine. Follow-up information was received on 01-feb-2024: the batch record review was received and the lot number for belotero balance lidocaine was confirmed as b00029060 (exp. 03/2025).